Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not charge. There was no patient involvement.

Event description:
It was reported that the device would not charge. There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technicians stated issue unit not charging was confirmed. On 08-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem when the unit was plugged in, and no ac light was seen. Some dents also found on the rear case. Internal inspection reveal contamination on the logic board components. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the logic board and the rear case. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.